Event description:
It was reported that the patient was having multiple pulsatility index (pi) events and low flow alarms but was not symptomatic. The event log file contained low flow events as well as low flow hazard events that were occurring when the calculated pi was elevated. Additional information was received that echocardiography was done and it showed that the left ventricle septum caused a positional inflow obstruction. The low flows and pi events did not resolve as they persisted intermittently. The patient was to be kept in the hospital under a unos (united network for organ sharing) status exemption until transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms that the account later attributed to a positional inflow obstruction. An obstruction could not be confirmed through this evaluation as no images were submitted for review. The controller event log file contained approximately 4 hours and 30 minutes of events from (B)(6) 2022. Of note, there were several pulsatility index (pi) events that filled the majority of the file and would have overwritten older data, per design. The log file recorded 3 transient low flow alarms, as well as low flow events that resolved before alarms could be triggered. The pump appeared to operate as intended at the set speed for the duration of the log files. The account submitted log files for review due to multiple pi events and low flow alarms. Review of the device history records showed no deviations from manufacturing and qa (quality assurance) specifications. The heartmate 3 left ventricular assist system instructions for use is currently available. Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was transplanted on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient underwent a heart transplant and (B)(6) was retained in pathology. If the pump is returned at a later date the complaint will be re-opened and the pump will be evaluated. No further information was provided. The manufacturer is closing the file on this event.